Manufacturer narrative:
The customer returned the test strip vial with 1 strip remaining. The meter was not returned. The returned strip and retention meter were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.9 inr. Donor #2 inr: 2.8 inr. Donor #1 hct: 38%. Donor #2 hct: 45%. Since only 1 test strip was returned, only 1 test could be performed: donor #1: master lot: 2.9 inr. Donor #1: customer strip and retention meter: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. None of the customer's medications are currently known to interfere with the accuracy of the test results. A specific root cause was not identified for this event.

Manufacturer narrative:
(B)(4)

Event description:
The customer complained of erroneous inr results on coaguchek xs meter with serial number (B)(4). The customer initially tested at approximately 1:00 p.m. And received a result of 5.9 inr. This result was high so the customer retested in a "few minutes" and got a result of 4.4 inr. The customer tested a 3rd time and the result was 5.4 inr. The customer used a different finger for each test. The customer¿s therapeutic range is 2 ¿ 3 inr. The customer contacted a local coumadin clinic for information where they advised him to come in to have his inr checked. The customer went to the clinic at approximately 3:00 p.m. The customer was tested on a new finger using a coaguchek meter and the result was also high at 5.2 inr. The customer was advised to decrease his coumadin dosage. No adverse event occurred. The customer is not anemic or polycythemic. The customer is not on heparin or other direct thrombin inhibitors. The customer does not have antiphospholipid antibodies. There were no changes to the customer¿s coumadin prior to the high results and no changes to other medications. The customer has had no recent illness and no abnormal bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 223855-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.